Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision took place due to oversensing and high pacing thresholds on the right ventricular competitor lead. Another system was going to be implanted on the right side and an inquiry regarding this device longevity behavior was needed. Boston scientific technical services (ts) discussed the case. It was suspected that the competitor lead was fractured resulting in the reported clinical observations but this was not confirmed. The device remains implanted. No additional adverse patient effects were reported.